Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there is no inner vacuum packing of this product during surgery.

Manufacturer narrative:
(B)(4). Products have been returned to biomet UK ltd for evaluation and forwarded to the product evaluation complaints engineer for investigation. Summary of investigation: visual checks: the returned ¿agc v2 interlok tib 8 x 63mm¿ device and packaging was returned for evaluation with the following observations:- the complete packaging including the blister had damage from coming into contact with fluids. The top foam was not returned with the packaging. The cardboard carton had puncture holes and fayed edges from possible improper handling and transportation. Documentation review: the manufacturing records have been checked for manufacturing review, rework and scrap activities. With the following observations:- mhr ¿ 3168963 6 devices on manufacturing run. 6 device packaged and distributed. No deviations rework or scrap generated. Bill of materials review: - the ¿bill of materials¿ on sap has been checked against the manufacturing history record with no deviations found. Complaints: no further complaints found for this lot and part number combination. 2 complaints were reported for inner pouch damages within the agc v2 tibial device product family. The documentation, packaging procedures and process were evaluated, with the conclusion that the device and packaging were most likely conforming to pre-defined specification when manufactured. No corrective action required due to the device and packaging being determined as conforming to pre-defined specification when manufactured. The cause of the reported event was most likely due to transportation and handling of the device during distribution between hospitals.